Event description:
It was reported that balloon rupture occurred. A 3.50mm x 30mm maverick balloon catheter was selected and advanced to dilate the unspecified target lesion. However, upon an unknown inflation at approximately 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).